Event description:
(B)(4). Extreme fatigue, tingling and numbness in hands, feet and face, abdominal pain, abdominal contractions and cramping, cognitive difficulty including short term memory loss and problem solving difficulties, balance instability, dizziness, speech impairments, frozen moments in which body doesn't move, tremors.